Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that that there are non-controlled drugs loaded into the respiratory drawer inventory. A technical support specialist, unloaded the med suspected of stopping access to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system shows "no access" when attempting to retrieve respiratory medications. The customer stated that the malfunction caused a delay in accessing medication. There were no adverse events or injuries reported based on this incident.